Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 29 mmol/l, 12 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer stated they did not contact their health care professional regarding high blood glucose. Customer experienced nausea and light headache. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did allege insulin pump was under delivering. Customer performed displacement test and it was pass. Customer stated auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08710 inches. (B)(4).